Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. There was no adverse impact to the customer's blood glucose level. Despite troubleshooting the issue persisted but communications was dropped with the customer. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, customer confirmed that they declined any further assistance from tandem technical support.